Manufacturer narrative:
The sample was not available for this report. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 11jul2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
It was reported that the endotracheal tube adapter disconnects too easily, resulting in a disconnection of the patient from the ventilator. This happens frequently after using an ambu bag on the adapter. Per additional information was received on 29-jun-2017, there was no patient injury and no medical intervention. No additional information was provided at this time.